Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke off at 16.5 mm from the distal end. The shape of the fracture surface showed that crack developed from the broken point. The tissue pad was worn. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe damage might be caused by excessive load applied to the probe due to activation while the probe was contacted with something hard, or the user held hard tissue and twisted the subject device. The instruction manual of the device has already been described as follows; do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During a laparoscopic lower anterior resection, the subject device was used. In the procedure, the probe of the subject device broke off and fell into the patient. The fragment was retrieved. The procedure was completed with another device. There was no patient injury reported except the event. This is the report regarding the breakage of the probe.